Manufacturer narrative:
Initial report ref to natus complaint #(B)(4). The customer confirmed they did not save the products. A request has been made with clinical to clarify with the customer if this failure occurred in a single event or if there were three separate events with different patients. Review of complaints within the past two years shows 0 previously confirmed complaints, giving a failure rate of (B)(4). Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Acceptable risk associated with the complaint as per hazard ID 6.5 in doc-047178 camino 110-4 series catheter kits - risk analysis. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per (B)(4).

Event description:
Nt821707, drainage kit, lumbar - eds lot # hr1798 customer notified natus that end user has three drainage catheters break off in their patients. No injuries.

Event description:
Nt821707, drainage kit, lumbar - eds lot # hr1798 customer notified natus that end user has three drainage catheters break off in their patients. No injuries.

Manufacturer narrative:
Follow up report 001 ref to natus complaint #(B)(4). The root cause of the complaint could not be determined as the customer did not return the product or porvide any further information regarding the incident. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Investigation result code:san diego/eds products/unable to confirm report closure rationale:complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.